Manufacturer narrative:
(B)(4): patient age at the time of the incident was (B)(6) years. Additionally the surgeon's name has been corrected in this supplement. No further update available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated. The device passed all areas of inspection.

Event description:
During a tt procedure, the surgeon began with a mid1 dissector and then ablated the pv with a emr2. He then continued the procedure using the coolrail mcr1 to perform the inferior line ablation from the rpv to lpv. The first ablation was correct but when doing the second ablation with the coolrail mcr1 near the inferior rpv, blood was noted under the coolrail mcr1. It was determined that there was a tear on the line where the coolrail mcr1 had already ablated. The hybrid procedure had to be converted to a sternotomy to repair the pv tear with suturing. There was not enough blood loss to necessitate a blood transfusion. Once corrected, the ablations were completed and a atriclip laa40 was placed on the laa for appendage occlusion. 3 days post-op, patient was doing fine.